Event description:
Customer reported the belt clip for her insulin pump is broken. Also, the battery cap is stripped and she cannot remove it. Customer's blood glucose was 425 mg/dl. She treated with the insulin pump. A replacement belt clip and battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.